Event description:
It was reported that during the initial implant procedure, the guidewire got stuck in the lead. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.